Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with non-sustained ventricular oversensing, due to post paced t-wave oversensing. The oversensing was noted on a stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were discussed. No additional information was reported.